Event description:
A malfunction was reported without any notable events occurring beforehand. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised by technical support to reset the pump using the provided information and was instructed to call back if further assistance was needed, though follow-up was declined.